Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and replaced the main pcb to correct the reported transducer fault.

Event description:
The customer reported that while in pt use, the ventilator gave auto trigger, low pip, low ve and transducer fault. The pt was removed from the ventilator and placed on another ventilator, no pt harm.

Manufacturer narrative:
The carefusion failure analysis engineer evaluated the main pcba, installed in known good unit, powered on in service mode entered event log, notice multiple xdcr fault events recorded (2, 0, 36) exported events. Perform xdcr calibration per service manual on pt802 failed to calibrate at 0cmh2o. Powered unit in operating mode and reported problem was duplicated unit has xdcr fault alarm in top banner. Findings/root-cause: reported problem was duplicated and isolated to bad xdcr, this is considered a known issue addressed in internal corrective action.